Event description:
Md performed a cardio version on pt. The pt's skin was properly prepped and shaved. The defibrillator pads were placed by md. When delivering the shock to the pt (200 joules) heard an electricity sound, saw blue arching electricity on top of the defibrillator pad that was on the pt's right upper chest. The pads were removed, all the gel was on the pad, on hair under the pt's chest remained unharmed. Also, with these same defibrillator pads, when you pull off the clear backing of the pad, the gel wants to come off with the clear backing.